Manufacturer narrative:
The investigation was based on the reported event and log analysis. Furthermore, a dräger service technician examined it onsite. According to the log analysis, the reported behavior of one warmstart could be confirmed. During onsite analysis, no technical malfunction could be detected. The device alarmed and behaved as specified due to a deviation within the electronic system. Performing a warm start is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system reset has solved the original deviation. The affected device has sw 5.01 according logfile. This is the original delivered software. It is recommended to perform an update to the newest version. Field quality data are monitored and assessed by responsible product quality board. The results of this investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that on march 22 9:58p, the unit shutdown while in use. No reported patient injury, the patient was manually ventilated and moved to another ventilator.